Manufacturer narrative:
H6 - adverse event problem - corrected medical device problem code to reflect the returned lead being confirmed to be fractured.

Manufacturer narrative:
Manufacturing investigation: review conclusion: allegation was unable to be confirmed or not confirmed (unable to determine from information available. Rationale: DHR for neuro lead model #: 3186, serial #: (B)(6) and lot #: a000066097 was reviewed. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit. The engineering review evaluation could not be completed since the lead was returned but is pending to be evaluated by the product performance engineering group (ppe). Thus, the allegation was unable to be confirmed or not confirmed (unable to determine from information available). The reported high impedance issue was confirmed. Microscopic inspection of the returned lead identified few broken wires in the lead body that corresponded to channel 2 and 8. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
It was reported that the patient was not receiving effective therapy. Troubleshooting revealed high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.